Event description:
Consumer stated the brushes very quickly after using the brushes for a few times but doesn't know exactly how many times. They break during use at the base of the wire where they are attached to the handle. "As all 4 broke, I bought another package and the first one of the four has also broken." 4 broken brushes were returned for review.